Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast reconstruction surgery with implantation of a 550cc mentor cpx 4 breast tissue expander. Post-operatively, the patient was diagnosed with a deflated left breast expander by a medical professional. As a result, the patient underwent unilateral removal and replacement with a left-sided 500cc mentor memorygel breast implant on (B)(6) 2022.

Manufacturer narrative:
On january 12, 2023, the mentor analysis lab received the suspect medical device for evaluation. On january 30, 2023, mentor completed an evaluation on the returned device. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the tissue expander. Leak testing was performed, in accordance with mentor procedures, and two tears were noted on the anterior aspect measuring less than 0.1 cm both tears. A microscopic examination was performed on the edges of both tears, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the tissue expander shell. Based on the information currently available, a microscopic examination of the returned product indicates that the expander could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Manufacturer¿s reference number: (B)(4).